Event description:
As reported on (B)(6) 2013 a patient of unknown gender and age presented for an endovenous laser treatment of a small saphenous vein. During the procedure the treating physician pulled back the fiber in normal fashion, successfully completing the procedure. However, when the tip of the laser was nearing the access site, the physician failed to remove the sheath. This resulted in burning the tip of the sheath off inside of the patient. The remaining piece of the sheath was successfully removed the following day, (B)(6) 2013. It was reported the patient is doing well and has suffered no permanent harm or injury due to this event. The reported disposable device is not available for return to the manufacturer for evaluation as is was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. A review of the lot history records was performed for the reported lot for any deviations. The review confirm that the lots met all material, assembly, and performance specifications. It was reported the patient is doing well and has suffered no permanent harm or injury due to this event. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).